Event description:
It was reported that pump experienced malfunction alarm malf 16 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump under warranty, confirmed shipping details, explained that replacement would have slightly older software with an available update, and instructed customer to place malfunctioning pump in storage mode and return it within 10 days using provided materials, then to program pump settings and reconnect continuous glucose monitor on replacement, which customer understood and acknowledged.